Event description:
It was reported that during use of atrial lead, impedance warning triggered. Device settings were re-programmed, the atrial lead is no longer being used and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.